Event description:
Additional information received reported that the impedances were measured again, and were lower than before. The patient had an effect. No more actions were required, and the patient outcome was reported as ok. It was noted that the leads were not tested before connection to the extensions, and the lead/extension combination was not tested before connection to the activa. The first impedance measurement was taken after implant.

Event description:
The leads were implanted on (B)(6) 2011. The following day, the implantable neurostimulator and extensions were implanted. On (B)(6) 2011, the hcp measured the system and found a high impedance on the left lead.

Manufacturer narrative:
(B)(4).